Event description:
It was reported that the pt's stimulation was turning off. The pt's symptoms have returned. It was noted that the pt needs to adjust their stimulation when on different programs. Further info has been requested.

Manufacturer narrative:
(B) (4).